Event description:
The customer stated that the head section will only lower down within an inch of being flat.

Manufacturer narrative:
The technician found the left head gas spring for the head section was not retracting fully. He replaced the left gas spring to repair the stretcher.